Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported event of ¿over infusion - midazolam¿ could not be confirmed; the devices were not returned for investigation. However, the issue could be attributed to a leak in the administration set chamber. No devices were returned for this investigation; therefore, an inspection, log review and tests could not be performed. Alaris system user manual (v 12.3.2) states the alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. The set loading guide for the alaris® pump module tip sheet states the steps to the proper administration set installation. 1. Prime set. Close roller clamp 2. Insert set upper fitment vertically into the receptacle at the top of the pump. 3. Ensure fitment is entirely in channel. 4. Place the safety clamp into receptacle. 5. Press tubing into air-in-line sensor. 6. Do not touch set tubing. 7. Close door and depress latch. 8. Open roller clamp 9. Properly loaded upper fitment. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿over infusion - midazolam¿ could not be determined since the devices were not returned for investigation. However, the issue could be attributed to a leak in the administration set chamber. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a sedation medication (midazolam) was started at 05:44pm at the correct dose. At the shift change just after midnight, two clinicians checked the patient and found that the medication bag was already empty, even though the pump still showed that about 66 ml should have been left. No leak was noted at this time. The same problem later happened again using the same medication and the same pump. Because of this repeat issue, all of the equipment involved was taken out of use and sent to biomedical engineering to be checked. The hospital biomed team tested the pump for accuracy with a new bag and new tubing, and it met all specifications. When they tested the tubing involved in the incident, they found a leak from the infusion set chamber. There was patient involvement, however no harm reported.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a sedation medication (midazolam) was started at 05:44pm at the correct dose. At the shift change just after midnight, two clinicians checked the patient and found that the medication bag was already empty, even though the pump still showed that about 66 ml should have been left. No leak was noted at this time. The same problem later happened again using the same medication and the same pump. Because of this repeat issue, all of the equipment involved was taken out of use and sent to biomedical engineering to be checked. The hospital biomed team tested the pump for accuracy with a new bag and new tubing, and it met all specifications. When they tested the tubing involved in the incident, they found a leak from the infusion set chamber. There was patient involvement, however no harm reported.